Manufacturer narrative:
On july 12, 2021, mentor became aware that in the initial report sent on july 2, 2021, section b. Adverse event or product problem (1. Is adverse event, 1. Is product problem, and 2. Is required intervention) of the medwatch was erroneously left blank. Manufacturer¿s reference number: (B)(4), section b. Adverse event or product problem 1. Is adverse event, 1. Is product problem, and 2. Is required intervention, were selected to accurately capture the event.

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast augmentation revision with two 350cc mentor memorygel breast implants, suffered left breast discomfort and spontaneous left breast implant rupture, post-procedure. The rupture was diagnosed via physical examination of the patient's symptoms and visual examination. The rupture and misplacement is towards the top of the left breast. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also received additional information indicating that the replacement devices were the following: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 7575166 sn: (B)(6), and (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9543384 sn: (B)(6) . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 1, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 350cc breast implant had a crease/fold on the anterior view. In addition, a tear was found within the crease/fold measuring approximately 3.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A second product was received (lot-5629940). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).